Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 10/26/2022, it was reported by a sales representative via sems that a ar-8991 fibertak® dx suture anchor failed. This occurred during an unknown case, when the device failed during insertion. No additional information provided.